Event description:
It was reported that on (B)(6) 2018 during and implant the lead was unable to be fixed in the atrial and a new lead was used instead and the procedure was completed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.